Event description:
It was reported that bd nexiva single port leaked beyond the septum. The following information was provided by the initial reporter: a 20gauge x 1.25 in nexiva closed IV catheter system, single port pvad was inserted without complication in preparation for a procedure. Upon the nurse pulling bak the push tab component, when it released blood came out of the end of the stabalization platform- this is not supposed to happen. The nurse flushed the line to investigate it further, and when she did the saline came out of the end as well. The pvad had to be removed and a new pvad was inserted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information: no apparent harm.

Manufacturer narrative:
Additional information: details added to b5. Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed a 20g nexiva unit with evidence of use, but a leak or leak path could not be confirmed from the image. What appeared to be blood residue was observed within the catheter, catheter adapter, and extension tubing. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
Updated investigation results due to physical sample received: the complaint of a leak was confirmed from the physical sample that was provided for investigation. One photo was also provided, which showed a 20g nexiva unit with evidence of use. A microscopic examination of the returned sample revealed a leak path between the septum and the catheter adapter. What appeared to be blood residue was observed within the catheter, catheter adapter, and extension tubing. The septum was likely misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint.